Event description:
The patient contacted lifescan and reported that their one touch ultra meter was reading inaccurately high. The patient had received results such as 140mg/dl, 133 mg/dl and 158 mg/dl. During troubleshooting, it was verified that the meter was in the correct unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. They were walked through a control solution test, which failed outside the range. They were asked to retest and the second control solution test also failed. The patient's testing technique was correct. A replacement meter and test strips were sent to the patient.